Manufacturer narrative:
(B)(4).

Event description:
It was reported that during peripheral interventional procedure the tip of the guidewire broke and was left inside the patient. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the non-tortuous and mildly calcified vessel in the patient's lower right leg. A pt2 moderate support 300cm str guidewire was advanced into the stenosis. A non-bsc balloon was advanced over the wire. The physician then attempted to advance the wire further; however, the wire could only be advanced another 1.5cm. While attempting to pull the wire back, resistance was encountered. The tip of the wire was noted to be broken off and lodged in the target lesion. An attempt to retrieve the tip with a sling was unsuccessful and the wire was left inside the patient. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Complainant name: (B)(6). (B)(4).

Event description:
It was reported that during peripheral interventional procedure, the tip of the guidewire broke and was left inside the patient. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the non-tortuous and mildly calcified vessel in the patient's lower right leg. A pt2 moderate support 300cm str guidewire was advanced into the stenosis. A non-bsc balloon was advanced over the wire. The physician then attempted to advance the wire further; however, the wire could only be advanced another 1.5cm. While attempting to pull the wire back, resistance was encountered. The tip of the wire was noted to be broken off and lodged in the target lesion. An attempt to retrieve the tip with a sling was unsuccessful and the wire was left inside the patient. No additional patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the target lesion was 2.5x6mm.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed distal tip damage and a kink on the body of the wire. There is a fracture located approximately at 298.5 cm from the proximal end and a kink located at 261.5 cm. All outer diameter measurements are within the specifications. Mtac analysis revealed the failure occurred due to a fatigue event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).